Event description:
It was reported that on an unspecified date, the patient obtained the blood glucose reading of 600 mg/dl and she felt unwell. The patient did not test for ketones. Prior to this, the patient obtained several occlusion alarms on the pump while attempting to give herself a bolus dose of insulin. The patient corrected her blood glucose level with an injection of insulin via a syringe. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the patient removed the infusion site and discovered the cannula was bent. The patient changed the infusion site and the issue was resolved. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect in that the infusion set cannula was bent, contributing to under-infusion of insulin and occlusions. However, as the patient suffered blood glucose levels indicating severe injury while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.